Event description:
The surgeon attempted to implant an aq5010v 3 piece silicone lens. The lens haptic tore prior to insertion into the eye. No pt contact or injury. It was unknown what caused the lens haptic to tear.

Manufacturer narrative:
H6: results - visual inspection of the returned product showed that one lens haptic along with part of the lens optic was torn off and missing. There was surgical residue/debris on product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.